Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was noted the our of range impedance occurred after the patient exited from the study. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the cause of the impedance issue, if the patient experienced any symptoms, and if the impedance values were high or low were all unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that impedance values were not within range. It was unknown what actions/interventions were taken to resolve the event; it was unknown if the event was resolved. No symptoms were reported and no further complications were reported/anticipated.